Event description:
The device was used during an unk procedure. The staples were not advancing. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h4: information unavailable, device not returned for analysis.